Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a switch flexible printed circuit had corrosion due to water leakage, the scope connector cover was dirty due to water leakage, the outside shield unit was dirty due to water leakage, the scope connector case unit had corrosion due to water leakage, the cable unit had corrosion due to water leakage, plug unit had corrosion due to water leakage, the cover of the charged coupled device was damaged, the circuit board unit in the scope connector had corrosion due to water leakage, e216 (scope communication error) occurred due to corrosion on the plug unit, due to burn on the plastic distal end cover, the insulation resistance value at distal end did not meet the standard value, due to wear of angle wire, bending angle in down direction did not meet the standard value, plastic distal end cover had foreign objects, the nozzle had foreign objects, the objective lens had foreign objects, the light guide lens had a crack, the protector of the universal cord on the suction connector side had corrosion. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, that the colonovideoscope did not connect. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, foreign material was found on the plastic distal end cover, the nozzle, and on top of the charged coupled device lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The event can be detected and prevented in accordance with the following instructions for use: instructions for use states that detection method in cf-h185l/I operation manual chapter 3 "preparation and inspection". Instructions for use states that preventive measure in cf-h185l/I reprocessing manual chapter 5 "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.